Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced diabetic ketoacidosis event and went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 442 mg/dl at the time of event and the patient got treated with insulin. The patient was tested with ketones and the result were 2 mmol/l. The patient had symptoms of headache and vomiting during the event. No further information available.